Event description:
Device does not alarm or prevent syphoning of cassette contents when cassette is improperly attached to device. Improperly connected cassette enables "free flow" of medications. Locking mechanism not clearly marked. Failure to lock cassette will not inhibit infusion.